Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to dizziness. During interrogation of the device, noise resulting in oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging came back inconclusive. During the lead revision, insulation damage was visually confirmed. The lead was capped and replaced. The patient was stable.